Manufacturer narrative:
The unit was not returned to the service center. As part of our investigation, the technical assistance center (tac) assisted the olympus sales representative with troubleshooting while onsite at the customer¿s facility. The sales representative reported that the primary monitor was zoomed in and the menus were cut off. The secondary monitor on the nurse¿s arm did not have an image displayed. Tac requested that the sales representative go into the ¿view saved images¿ option to review images on the cv-190; however, once there no image was found. The user settings were checked and confirmed that the ¿server memory for release 1¿ was turned off. This caused no images to be saved on the system. Tac confirmed with sales representative that there was an image on the monitor that worked with the zoomed in function. The display settings remained the same on the this monitor. The sales representative then powered on the stream 3 unit and the image displayed on the secondary monitor. The sales representative was unable to test the printer function due to no scope being connected to the system. Tac confirmed prior to getting the image stream department on the line that the system was working correctly. The image issue on the monitor was resolved and no further troubleshooting was required.

Event description:
The service center was informed that the customer was unable to print from the video system as there was no image observed on the monitor¿s display. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no device malfunction. The image was not displayed and could not be printed because the user forgot to turn on the device (g3 and up-dr80md) that was connected via the serial digital interface (sdi) between cv-190 and the monitor.